Event description:
It was reported that a vial-mate reconstitution device leaked from an unknown location. This occurred during infusion of ceftriaxone. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Therapy dates - the event occurred sometime in the week prior to (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 03/20/2015 to 03/24/2015. The device was received for evaluation. Visual inspection and functional testing were performed. An attempt to duplicate setup by user resulted in a leaking unit. The cause of the condition was determined to be faulty user setup. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.